Manufacturer narrative:
D10 concomitant products : egia60amt - egia60amt egia 60 artic med thick sulu - lot# p5e0804 sigphandle - sig power sigphandle handle - sn: (B)(6) sigpshell - sig power sigpshell control shell - lot# unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a colon resection, the firing stopped around the middle and returned on its own during firing. The portion that had been fired had no issues. After attaching a new cartridge, the device fired without any issues. There was no patient injury.